Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). According to the currently available information the number of channels with high impedance is increasing over time. Migration of active electrode out of cochlea is excluded by performed CT scan. Possible causes for the reported symptoms include damage of the active electrode caused by minute device mobility or ossification of cochlea. Device remains implanted. The reported pain of the bilateral implanted patient appears to have been related to the implant on the contralateral side.

Event description:
It was reported that the patient feels pain when the coil is placed on his head to take in situ measurements.

Event description:
It was reported that the patient feels pain when the coil is placed on the head to conduct in situ measurements. In situ measurements shows 1 electrode channel with status hi. An accident or trauma in unknown. Further in situ testing is scheduled for (B)(6) 2014.